Manufacturer narrative:
The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was confirmed with empirical evidence based on information provided by edwards clinical specialist (cs). As per event description the imaging was difficult due to an annuloplasty ring in the mitral valve, as shadows through the ring were present on the septal leaflet. Shadows were also seen on the septal leaflet in transgastic view. Additionally, septal leaflet was short and strongly retracted. Available information suggests that visibility difficulties likely contributed to the event. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending and control limits are managed and assessed.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Event description:
Edwards received notification of a pascal precision ace in tricuspid position where during the procedure, a single leaflet device attachment (slda) occurred. The initial strategy was to implant at least two devices. The first device was intended to be implanted in the anterior-septal (a-s) commissure. Imaging was difficult due to an annuloplasty ring in the mitral valve, as shadows through the ring were present on the septal leaflet. The device was aligned above the a-s commissure with a 7-2 clocking, and the clasp check was done in reverse 4- chamber. Shadows were also seen on the septal leaflet in transgastric view but the septal leaflet was short (6-7mm). Several attempts to grasp the leaflet failed due to the difficult visibility and the leaflet being strongly retracted. After a few attempts, it was possible to grasp both leaflets and achieve a reduction in the tricuspid regurgitation (tr). Final assessment of position and leaflet insertion was done. The color was checked, and the gradient was 1mmhg. The device was closed under vision and showed a clear annuloplasty and the team rated the device as stable. Based on the imaging, it was decided to release septal first and the device became stable. The anterior leaflet was then released, and the device was stable after. After releasing the actuation wire, the device jumped and detached from the lateral leaflet, remaining attached only to the septal leaflet. The decision was to end the procedure, as no land zone was visible for a second device to stabilize the first one. As reported, the main cause of this event was attributed to the visibility. Patient was stable and was going to be screened for other therapy options. Starting tr was central jet grade 4, and final tr was also grade 4. There was no reduction of tr. At the time of this investigation, the patient was stable and screened for tricvalve procedure.